Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received screw was found to be broken. The abrupt breakage pattern along the edges, with a rather smooth breakage surface and no signs of lines of rest and plastic deformation, indicate towards a brittle fracture due to a sudden load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a patient factor. The failure was caused by patient factor (such as bone quality, activity, non-union or high load application) resulted in brittle fracture, which can be correlated by the communication of non-union, evidently can be confirmed based on implant & explant dates. ¿these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ if any further information is provided, the complaint report will be updated.

Event description:
The customer reported a broken nail. Patient arrives at the clinic with a broken nail and a broken distal screw. No trauma apparent, no further histological findings, non-union, no calcification visible in the fracture gap. Revision surgery with the "sliding nail" (company intercus) slide 12mm.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported a broken nail. Patient arrives at the clinic with a broken nail and a broken distal screw. No trauma apparent, no further histological findings, non-union, no calcification visible in the fracture gap. Revision surgery with the "sliding nail" (company intercus) slide 12mm.